Manufacturer narrative:
An isi field service engineer (fse) visited the site and replaced the erbe according to isi procedures. The system was tested and was verified for use. Intuitive surgical, inc. (Isi) received the replaced erbe unit involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/replicated the customer reported complaint of m-02 error. The unit was placed on an in-house system, was run in normal mode and failed confirming a component failure. No image or procedure video was provided for review. A review of the remotefe procedure log showed a single vessel tecab procedure was performed on (B)(6) 2022 by dr. (B)(6) on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by rpms complaint specialist. Investigation revealed the following possible related system errors: iesu error m-02- module timeout was noted after start of procedure. This complaint is being reported due to the following conclusion: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to da vinci-assisted single vessel tecab surgical procedure, the user reported that the erbe generator is faulting with a m-02 error at startup. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the reporter to disconnect all cables, including the foot pedal. The user disconnected all cables including the foot pedals and the error persisted. The erbe was power cycled several times both with the power cord and the power switch, however the fault remained consistent. The site connected to a force triad generator and the procedure continued with a third-party energy source. Isi obtained the following additional information from the site's robotics coordinator regarding the reported event: the issue with the erbe was identified post-anesthesia, and the ports were placed prior to the issue being identified. Dvstat was contacted for troubleshooting, however full troubleshooting was not completed. The procedure was ultimately completed by converting to use of a covidien bovie machine. The system functionality was checked upon powering on the system, which initially powered on without error.